Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 2.2 clicked to unlock and was sticking. A field service engineer found that the half-height matrix drawer 2.2 failed to open and did not unlock. The engineer confirmed that the customer had rebooted the station, which resolved the issue. The engineer also stated that there were no failures upon arrival. Furthermore, the engineer logged into the hardware test application and tested both drawers 2.1 and 2.2, finding no issues. The fse then powered the station off, reseated the cables on the back of the drawer, and rebooted the station to ensure the issue was resolved. The system functioned as intended after the customer resolved the issue and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was sticking. The customer stated that this malfunction happened during a case, it caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.